Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had image noise that occurred when the cable was touched. The issue was found during the inspection for use. There were no reports of patient involvement.